Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' "Note: over insertion of the arteriotomy locator/insertion sheath assembly into the artery, beyond 2 cm, may increase the chance of premature anchor hook up or interfere with the anchor's performance to achieve hemostasis." "If this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure; hemadostenosis due to collagen slipped into the vessel. Carotid artery stenting (cas) was performed. A perclose (abbott) device was used for hemostasis, although hemostasis was not achieved. Then the angio-seal device was used, hemostasis was successfully achieved, and the procedure was successfully completed. Immediately after the procedure, hemadostenosis was confirmed due to the collagen slipped into the vessel. Non-surgical intervention was required, a percutaneous transluminal angioplasty (pta) with balloon was performed and the procedure was completed successfully after canalization was confirmed by angiography. The patient was not in serious condition. There was vessel occlusion. Whether a pre-deployment angiogram was performed or not was unknown. The size of the sheath ancillary used was 8 fr. The puncture site was unknown. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required.